Manufacturer narrative:
Corrections: a1, a2, d10, e1, h10 a supplemental report is being submitted for corrections and device evaluation. A1 patient identifier corrected from unk to nu. A2 date of birth corrected to (B)(6) 1964. D10 concomitant product corrected from 1103 vad to 1104 vad. E1 street 1 corrected from (B)(6) to (B)(6), region corrected to (B)(6), phone number corrected from (B)(6) to (B)(6) and email corrected from (B)(6) to a (B)(6). H10 additional product d1 corrected from heartware ventricular assist system ¿1420-controller to heartware ventricular assist system ¿ controller 2.0, d4 unique identifier (UDI) # corrected from asku to (B)(6) and h5 label for single use corrected to no. Product event summary: two controllers ((B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Visual inspection of (B)(6) revealed contamination within both power ports and the serial port of the controller. This is an additional finding not related to the reported event, likely attributed to the handling of the device. Functional testing of (B)(6) revealed that the no power alarm sounded only briefly when both power sources were disconnected and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller functioned as intended. Failure analysis of (B)(6) revealed that the controller passed visual inspection. Functional testing of (B)(6) revealed that the controller was unable to communicate with a test monitor and no front panel display activity was observed; the controller display did not display characters and the front panel leds were inoperable. The controller was able to receive power from the test power sources and provide power to a motor fixture; however, an alarm was active during testing. Review of the controller log files associated with (B)(6) revealed that a controller failed alarm was logged during bench testing, which was indicative of the controller¿s user interface controller (uic) detecting a corruption of its software application status. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files. Internal inspection of the controller did not reveal any anomalies. During supplemental testing, the controller board was disconnected and reconnected from the power board, after which the controller functioned intermittently, allowing the controller log files to be downloaded. Analysis of the device indicated that the uic was faulty. Log file analysis revealed that (B)(6) was the patient's primary controller. Review of the controller log files associated with (B)(6) revealed that a controller fault alarm was logged on (B)(6)2020 at 17:40:55, indicating an issue with the internal battery. A controller power up event was then logged at 18:09:45 with a ventricular assist device (vad) disconnect alarm subsequently logged at 18:09:53, indicating that the controller was powered up without the driveline cable connected, likely during the reported controller exchange process. The vad disconnect alarm cleared at 18:10:08, indicating that the driveline cable was connected to the controller, and another controller fault alarm was then logged at 18:43:16, due to the issue with the internal battery. Based on the reported event details, the patient was likely attempting to use (B)(6) in the period between the initial controller fault alarm and the vad disconnect alarm on (B)(6). While log file analysis did not reveal any alarms or controller loss of power events logged on (B)(6)on the reported event date, the continuous alarm noted during functional testing of the controller likely corresponds with the reported "continuous medium alarm tone" and the nonfunctional display was likely perceived as the inability of the controller to boot up. As a result, the reported controller fault alarms, controller display error, and "continuous medium alarm tone" events were confirmed. In addition, log file analysis revealed that (B)(6) had been in in use for more than two years. The most likely root cause of the controller fault alarms can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the reported controller display error, "continuous medium alarm tone," and the observed controller failed alarm during bench testing can be attributed to a faulty user interface controller. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6), UDI #: (B)(4), h3: yes h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26, f1905 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Event description, device return to manufacture/date returned, and codes were updated. Subsequently, there is additional information, the device was returned to the manufacturer on 2020-11-02. Device evaluation is anticipated. Additional products: d4: serial #: (B)(6), d9: yes, return date: 2020-11-02 h6: FDA device codes: a0705 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the main controller exhibited a controller fault alarm that was attributed to the internal battery depletion.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system 1420 controller. Model #:1420, catalog #: 1420, expiration date: 31-oct-2018, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 31-oct-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller fault alarm displayed. The patient then initiated to switch controllers and the back up controller did not start/boot up correctly. The patient then switched back to the nominally defective primary control and went to the clinic. Both controllers were exchanged with a short pump stop. Upon inspection of the back up controller there was no display function and a continuous medium alarm tone sequence that could not be turned off. It was also noted that there was a battery display error and the charge level was not displaying. The battery was exchanged. No patient complications have been reported as a result of this event.